Event description:
It was further communicated on (B)(6) 2025 that the mpu had a v-lock connector on the ac power cord and did not come loose from the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
G3: correction, PMA number provided manufacturer's investigation conclusion: the reported event of yellow wrench, low voltage advisories, and a no external power alarm while connected to the mobile power unit (mpu) on 17dec2024 was confirmed via the log files submitted in addition to functional inspection. Through the log files it was observed that a no external power alarm occurred from 21:51:43 - 21:52:15. It could not be confirmed at the time of the no external power alarm the controller was connected to the mpu. Low voltage advisories while connected to the mpu were observed from 21:55:39 - 22:49:23 due to the bus and relative state of charge (rsoc) voltages fluctuating below the respective alarming thresholds. The mpu (serial number (B)(6) was received at the service depot in unremarkable condition. The mpu was powered on, and the yellow wrench alarm was active. The mpu was opened, and the power supply printed circuit board assembly (pcba) was inspected. A non-conforming capacitor was observed on the power supply pcba, and a warranty replacement was sent to the customer. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed and a corrective action was initiated to investigate this issue. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2024 through customer order. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient reported low voltage alarms when on the mobile power unit (mpu) last night. Noted the wrench illuminated, several low voltage advisories, and a no external power alarm. The patient denied damage to the mpu. They did note a dime sized circle of sticky, red goop on the top of the mpu near the handle which the patient stated was from a cough drop. Log files were sent for review. A no external power event occurred on (B)(6) 2024 21:51:43. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. It was unclear from the data what exactly caused the no external power event, but the next series of events captured fluctuating voltages from the white power lead that was connected to the mpu during this time period. It was noted that there was a yellow wrench alarm on the mpu. This information suggests that there was a fault with the mpu which may have been associated with the no external power event.